Event description:
A few months after the atrial fibrillation ablation procedure with a qdot micro catheter, the patient experienced shortness of breath and pulmonary vein stenosis treated with stent placement. The last known status was that the patient was stable. The report indicated that the patient had pulmonary vein stenosis a few months after the ablation procedure with the qdot micro catheter. The physician reported that the patient was asymptomatic until the end of july and that they had a watchman. The patient admitted themselves to the hospital with symptoms and shortness of breath. They were unsure on how the injury was confirmed. They are not sure what medical intervention was provided but do know that the patient received a stent. The bwi products used during the procedure were a qdot micro catheter, an octaray catheter, and a reprocessed sterilmed soundstar catheter. No information is available for the catheters since all were discarded. Other devices used were carto 3 system and ngen rf generator. The exact date when the event was unknown. The procedural act (activated clotting time) during procedure was always targeted around 300. The sheath and the catheters exchanged were not exchanged (had both ablator and octaray in heart the whole time). The transseptal puncture site were buddy across the ablation. The outcome of the adverse event is unknown.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).